Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 7bag 420cas jp had scale marking issues. The following information was provided by the initial reporter: the customer stated the "scale marking on the barrel was light.¿

Manufacturer narrative:
H.6. Investigation: customer returned one 1. Loose 30gx8mm, 0.3ml bd insulin syringe. The customer reported that the scale marking on the barrel was light. The returned syringe was examined, and no evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch # 0006858 all inspections were performed per the applicable operations qc specifications. There were two 2. Notifications [200870663, 200870931] noted that did not pertain to the complaint. There was one 1. Notification [200870817] noted for scratch print. There was one 1. Notification [200870922] noted for blank barrel. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 7bag 420cas jp had scale marking issues. The following information was provided by the initial reporter: the customer stated the "scale marking on the barrel was light.¿